Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed fridge and was not open. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the door was failed and affecting the dispensing of a specific medication. The field service engineer resolved the issue by receded latch and performing a preventive maintenance check, cycling the door multiple times, and verifying inventory and hardware test applications operations to ensure proper functionality. The system functioned as intended after the field service engineer investigate the device.